Event description:
It was reported via repair work order that the siderail timing link weld was broken exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail timing link weld was broken exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted to indicate the issue was resolved by scrapping the bed and providing the customer with a new one.